Event description:
During review of medical records received by the legal department, it was discovered that the patient was revised due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
During review of medical records received by the legal department, it was discovered that the patient was revised due to dislocation. Doi: (B)(6) 2001 - dor: (B)(6) 2002 and again on (B)(6) 2007 (left hip). Update: (B)(6) 2013 - upon medical record review by a medical professional, operative notes indicate that the patient suffered from perforation of the anterior cortex of the femur. The stem and sleeve are now being reported to address this issue. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The patient is a reported female, born (B)(6), with a calculated bmi of 41. The patient is considered (B)(6). It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Medical records were received. A depuy legal nurse stated, based on the information made available, it is unlikely that the complaints listed here are product related. There is a risk of failure with any total joint arthroplasty that is a combination of patient factors, surgical process and surgical technique. In this case there are numerous patient factors that complicated and contributed to these revisions the investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.